Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The returned device was visually inspected and minor damage was observed on the soft tip portion of the esheath+. A tear was also observed on the loader seal. It was noted that the valve appeared to be crimped evenly. Blood was noted to be inside of the commander delivery system balloon. As a result, functional testing was performed. During testing, multiple pinholes were found near the distal taper area of the inflation balloon. Regarding the gross alignment issue, the delivery system was able to unlock, be pulled to the valve alignment marker and then locked. Dimensional testing was also performed to check the double wall thickness of the inflation balloon. All measurements taken of the balloon double wall thickness met specification. The imagery of the patient's anatomy was reviewed. The imagery showed the patient anatomy with tortuosity and minimal calcification in the right access vessel. There was also minimal calcification in the lower abdominal aorta. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. While the event of valve alignment difficulty during gross alignment was unable to be confirmed, the events of transcatheter heart valve (thv) dislodged off commander delivery system balloon during withdrawal of the system through the esheath+, balloon leakage and loader damaged were confirmed through evaluation of the returned device. However, no manufacturing non-conformance was identified. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of IFU/training materials revealed no deficiencies. As reported, "the valve alignment difficulty was believed to have occurred during gross alignment due to the speed in which the operator had pushed the valve past the markers. It was unknown what the operators were attempting during the withdrawal process. It was believed that when the valve and balloon was being brought back into the sheath, the valve was being pushed up and off the balloon. The balloon was slightly inflated to catch the valve and an attempt was made to withdraw the balloon, valve and sheath as one unit. However, due to the slight inflation, the diameter of the valve was increased resulting in it being dislodged from the balloon and lodged in the right common femoral artery." Per the training manual, "in a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker." In this case, the operator may have pulled the balloon shaft too fast and past the warning marker. As such, available information suggests that use error (pulling past the warning marker) may have contributed to the reported event of valve alignment difficulty during gross alignment. A review of the imagery provided revealed vasculature tortuosity, and this may have caused the crimped valve to interact with the sheath tip and shifted distally during initial retrieval due to non-coaxial alignment between the sheath and delivery system. To catch the valve, the balloon was slightly inflated before the attempt to withdraw the entire system as a single unit. However, due to the increase balloon profile, the crimped valve was dislodged from the balloon and left inside the patient during removal. The soft tip damage seen during product evaluation could have been due to the interaction with the crimped valve during device removal. While a definitive root cause could not be determined, available information suggests that patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal and altered valve profile) may have contributed to the reported event of valve dislodgement. As the valve was pushed and shifted distally during retrieval, it is possible that the valve struts may have interacted and caused damage to the balloon (pinhole). A definitive root cause was unable to be determined at this time. However, available information suggests that procedural factors (interaction with valve struts) may have contributed to the reported event of balloon leakage. During product evaluation, it was noted that there was a tear on the loader seal. It was unknown when exactly the loader seal was damaged. Since no abnormalities were reported during device preparation, the damage likely occurred during the procedure. In this case, the device had been manipulated in an attempt to withdraw the crimped valve. The device could have been pushed or pulled multiple times during removal. In addition, the balloon was slightly inflated before removal, and this may increase the interaction between the loader seal and the balloon leading to the tear. While a definitive root cause was unable to be determined at this time, it is possible that procedural factors (excessive manipulation) may have contributed to the reported event of loader damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported from a clinical study, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26mm sapien 3 ultra valve, the valve had been positioned beyond the markers during positioning of the valve on the commander delivery system balloon in the descending aorta. A decision was made to withdraw the system and prep a second delivery system and valve as it was determined that the valve would potentially not deploy in the correct manner. During withdrawal of the system, the valve became dislodged from the balloon in the right common femoral artery and it was decided to convert from the percutaneous access to a cut down on the right common femoral artery in order to remove the valve. The delivery system and esheath were then withdrawn and the right common femoral artery was closed via the cut down. A second valve had been prepped, but a decision was made to not implant it. The patient will be brought back at a later date for another attempt to implant the valve. The device was returned for evaluation. Although there was no reported damage to the balloon during or after the procedure, evaluation of the returned device revealed balloon leakage. Air bubbles were noted during inflation. Further assessment found a pinhole on the working length of the balloon.